Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient was presented to the hospital for device interrogation. Increased capture threshold and decreased pacing lead impedance were observed. After multiple repositioning attempts, the physician was unable to retract the helix. Lead was explanted and replaced. Patient condition was good before and after procedure.